Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: makki n et al. Slope of left ventricular filling as an index of valvular and paravalvular regurgitation in native and prosthetic aortic valves. Catheter cardiovasc interv. 2018 dec 1;92(7):1397-1403. Doi: 10.1002/ccd.27684. Epub 2018 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the left ventricular diastolic filling slope in patients with native aortic valves and patients who underwent transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2012 and january 2017. The overall study population included 236 patients, however, the tavr cohort consisted of 164 patients (predominantly male; mean age 85 years), 144 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, adverse events included: second valve implanted (valve-in-valve implantation) and mild-moderate-severe paravalvular aortic regurgitation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.